Event description:
A summons reports that the pt was prescribed the use of game ready by a "qualified medical provider" for an injury to her left knee that required medical treatment. Following the use of game ready, pt reported to her attorney that she experienced unspecified personal injuries to her left knee. Because this matter is under litigation, it has been turned over to the MFR's legal counsel for investigation.

Manufacturer narrative:
The MFR has no direct knowledge of this event as it became known to us only with the service of the summons, which does not describe the nature of the injury other than "since ending the use of the [cold therapy unit (ctu)] pt discovered the ctu caused her personal injuries". The identity of the unit is not known to us, nor is it known to us who has possession of the unit. No prior report of injury or product defect associated with this pt has been reported to the MFR other than this summons. As info becomes available to the MFR, a thorough investigation will be conducted of this complaint.